Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, while trying to cross the lesion, the shaft broke near the level of the touhy outside the patient's body. The remaining proximal shaft was removed over the wire and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the bsc aware date as no information was provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, while trying to cross the lesion, the shaft broke outside the patients body near the level of the touchy. The proximal remaining shaft was removed in normal fashion over the wire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B3-date of event: used the first date of the month of the bsc aware date as no information was provided. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. At 45cm from the strain relief, the hypotube of the device was kinked. There was a separation of the hypotube 47.7cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. At 1.5cm distal to the separation, the hypotube was kinked. There was contrast in the inflation lumen, and the balloon was tightly folded. There was blood and contrast in the balloon folds. Product analysis confirmed the reported break as there was separation to the device.